Event description:
It was reported that high pacing impedance was observed on the right ventricular (rv) channel. The clinician alleged the event was related to a malfunction of the rv lead and device. The device was explanted and replaced and the rv lead was capped and replaced to resolve the event. The patient was in stable condition. Related manufacturer report number: 2017865-2023-20241.